Event description:
As reported by a field clinical specialist (fcs), during valve deployment of a 23 mm sapien 3 ultra valve in the aortic valve in a surgical valve via transfemoral approach. The team was unable to cross the surgical valve. After multiple tries and techniques the patient went into ventricular fibrillation (v-fib) arrest. CPR, multiple shocks and a left main stent deployment were performed. The patient eventually regained a rhythm and blood pressure. It was decided to abort the procedure at this time. The patient is stable and will be re-evaluated for a open heart surgery. Per the fcs response, the left main stent was deployed because no flow was noted down the left main. The stent was already parked in the lad for protection and was planned to be deployed after we implanted the valve and "snorkeled" into the aorta.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07391. This is in reference of complaint # (B)(4). The investigation is ongoing. The device is not returning.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''during deployment, the team was unable to cross the surgical valve. After multiple tries and techniques the patient went into ventricular fibrillation (v-fib) arrest.'' Per training manual, ''factors that can make it difficult to cross would be heavy calcification.'' While no imagery of the patient anatomy was provided, the patient had a pre-existing surgical valve. It is possible that the delivery system and/or thv interacted with the existing valve, contributing to the reported crossing difficulties. Additionally, it is also possible that calcification was present. The presence of calcification in the pre-existing valve can cause interaction between the advancing delivery system with thv and calcified nodules present, obstructing the valve crossing and resulting in the reported difficulty crossing the annulus. Additionally, supplementary training manuals for valve-in-valve procedures provide guidance on thorough assessments of patient anatomy for risk of coronary occlusion, including assessment of surgical valve design, placement of the surgical bioprosthesis, and aortic root geometry. While the thv was not deployed and could not have caused the reported coronary obstruction, it is possible that prolonged time spent in the annulus attempting to cross the surgical bioprosthesis occluded the coronary arteries. Without additional information or imagery, a definitive root cause was unable to be determined at this time. However, available information suggests that patient factors (pre-existing valve, calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.